Manufacturer narrative:
A medtronic representative went to the site to test the system. Testing revealed that there was an optical communication hardware failure. The optical communication between the digitizer and camera failed. The digitizer was replaced. The system passed the system checkout and was found to be fully functional. Evaluation codes that apply to this testing: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI not available for this system at time of filing. Other relevant device(s) are: product ID: 9735340r, serial/lot #: unknown, ubd: unknown , UDI#: unknown. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was sync failure with the camera system control unit (scu) and computer. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the cause or contributing factors related to the failure was the system control unit (scu) was broken.